Manufacturer narrative:
A manufacturing investigation was performed. Device was forwarded to rti surgical for investigation. Cable is jammed on the outside of the collet/ jaws. Once the cable was removed the device functioned as intended. A manufacturing root cause could not be determined. Evaluation determined that the device functioned as intended. Further investigation will not be performed at this time as the risk associated with this occurrence is low. No manufacturing related issue was identified and/ or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Therapy date is unknown. (B)(6). A device history record (DHR) review was performed for part # 391.201, supplier lot # p165948: release to warehouse date: dec 09, 2013, expiration date: na, supplier: (B)(6): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that it was hard to remove the cable from cable tensioner after the surgery. Reportedly there was no patient involvement. Concomitant device reported: cable (part # unknown, lot # unknown, quantity 1). This report is for one (1) cable tensioner. This is report 1 of 1 for complaint (B)(4).